Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) the image was upside down. The system was power cycled, and the endoscope was changed prior to calling. The tse had the surgeon erase guided tool change on arm #3. The customer reinstalled the endoscope and the image was then displayed normally. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that technical service engineer (tse) recommended to erase guided tool change. The system was verified and ready to use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The reported event was addressed with phone support. The system was power cycled, and the endoscope was changed prior to calling with no change. The customer reinstalled the endoscope to resolve the issue. The image was displayed normally. The probable root cause is attributed to improper customer setup. Based on intuitive surgical inc. (Isi) technical support engineer (tse) notes, the system issue was due to an improperly seated endoscope.

Event description:
Refer to h11 for follow-up information.